Manufacturer narrative:
The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated potassium and creatinine results generated on the alinity c processing module for two samples. With a new collection of samples, the values of those parameters went back to normal for both patients. The following results were provided: patient #1 (B)(6) 2025. Sid 82147371 (sn (B)(6) potassium 6.92 mmol/l, repeated >10.00 mmol/l; repeat sid (B)(6). (Sn (B)(6) potassium >10.00 mmol/l; repeat sid (B)(6). (Sn (B)(6) potassium >10.00 mmol/l; new collection sid (B)(6). (Sn (B)(6) potassium 4.99 mmol/l, repeated 5.19 mmol/l; repeat sid (B)(6). (Sn (B)(6) potassium 4.90 mmol/l; repeat sid (B)(6). (Sn (B)(6) potassium 5.12 mmol/l; patient #2 (B)(6) 2025 sid (B)(6). (Sn (B)(6) creatinine 4.0645 mg/dl, repeated 3.2427 mg/dl, potassium >10.00 mmol/l; repeat sid (B)(6). (Sn (B)(6) potassium 7.74 mmol/l, creatinine 5.6451 mg/dl; repeat sid (B)(6). (Sn (B)(6) creatinine 3.7559 mg/dl; new collection sid (B)(6). (Sn (B)(6) creatinine 1.1933 mg/dl, repeated 1.1804 mg/dl, potassium 4.23 mmol/l, repeated 4.34 mmol/l; repeat sid (B)(6). (Sn (B)(6) creatinine 1.1977 mg/dl, potassium 4.18 mmol/l; repeat sid (B)(6). (Sn (B)(6) creatinine 1.2783 mg/dl, potassium 4.36 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium and creatinine results generated on the alinity c processing module for two samples. With a new collection of samples, the values of those parameters went back to normal for both patients. The following results were provided: patient #1 (B)(6) 2025. Sid (B)(6) (sn (B)(6)) potassium 6.92 mmol/l, repeated >10.00 mmol/l; repeat sid (B)(6) (sn (B)(6)) potassium >10.00 mmol/l; repeat sid (B)(6) (sn (B)(6)) potassium >10.00 mmol/l. New collection sid (B)(6) (sn (B)(6)) potassium 4.99 mmol/l, repeated 5.19 mmol/l; repeat sid (B)(6) (sn (B)(6)) potassium 4.90 mmol/l; repeat sid (B)(6) (sn (B)(6)) potassium 5.12 mmol/l. Patient #2 (B)(6)2025. Sid (B)(6) (sn (B)(6)) creatinine 4.0645 mg/dl, repeated 3.2427 mg/dl, potassium >10.00 mmol/l; repeat sid (B)(6) (sn (B)(6)) potassium 7.74 mmol/l, creatinine 5.6451 mg/dl; repeat sid (B)(6) (sn (B)(6)) creatinine 3.7559 mg/dl. New collection sid (B)(6) (sn (B)(6)) creatinine 1.1933 mg/dl, repeated 1.1804 mg/dl, potassium 4.23 mmol/l, repeated 4.34 mmol/l; repeat sid (B)(6) (sn (B)(6)) creatinine 1.1977 mg/dl, potassium 4.18 mmol/l; repeat sid (B)(6) (sn (B)(6)) creatinine 1.2783 mg/dl, potassium 4.36 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated potassium and creatinine results generated on the alinity c processing module for two samples. With a new collection of samples, the values of those parameters went back to normal for both patients. The following results were provided: patient #1 (B)(6)2025 sid (B)(6) (sn (B)(6) potassium 6.92 mmol/l, repeated >10.00 mmol/l; repeat sid(B)(6) (sn (B)(6)potassium >10.00 mmol/l; repeat sid (B)(6) (sn (B)(6)potassium >10.00 mmol/l; new collection sid (B)(6) (sn (B)(6) potassium 4.99 mmol/l, repeated 5.19 mmol/l; repeat sid (B)(6) (sn (B)(6) potassium 4.90 mmol/l; repeat sid (B)(6) (sn (B)(6) potassium 5.12 mmol/l; patient #2 (B)(6)2025 sid (B)(6) (sn (B)(6) creatinine 4.0645 mg/dl, repeated 3.2427 mg/dl, potassium >10.00 mmol/l; repeat sid (B)(6) (sn (B)(6) potassium 7.74 mmol/l, creatinine 5.6451 mg/dl; repeat sid (B)(6) (sn (B)(6) creatinine 3.7559 mg/dl; new collection sid (B)(6) (sn (B)(6)creatinine 1.1933 mg/dl, repeated 1.1804 mg/dl, potassium 4.23 mmol/l, repeated 4.34 mmol/l; repeat sid (B)(6) (sn (B)(6) creatinine 1.1977 mg/dl, potassium 4.18 mmol/l; repeat sid (B)(6) (sn (B)(6) creatinine 1.2783 mg/dl, potassium 4.36 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The instrument service history review for (B)(6)revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Return testing was not performed as the processing module remains in use at the customer site. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.